Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc lot# unknown, product type accessory product ID 977d260 lot# serial# (B)(6) , implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the lead found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type accessory, product ID 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that upon checking connectivity with the lead in 0-7, electrodes 2, 3, and 4 had red check marks. After multiple attempts of wiping the lead off with sterile gauze and re-seeding them, they placed the same lead in the 8-15 slot and electrodes 10, 11, 12 had red check marks. It was indicated that this ruled out the issue being with the wens. The doctor then placed the left lead back into the 0-7 slot and did an impedance check and electrodes 2, 3 and 4 showed greater than 40 ,000 ohms. It was discussed with the doctor that this could be seen intra-operation during the surgical procedure due to fluid, but could resolve once the patient is upright out of procedure. The doctor stated that they wished to have a new lead opened and they easily replaced the lead that was showing open circuits. A connectivity check of the new lead showed all green checks. The issue was resolved at the time of the report. It was indicated that the lead with impedance issues would be returned for analysis. No further complications were reported/anticipated.